Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door #2; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed. Service determined, by visual inspection, that the door was broken. The unit was returned unrepaired, as no customer approval was received for the repairs.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.